Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04351; related manufacturer reference number: 1627487-2019-13026. Additional information received indicates that the discomfort was at the connection point of the extension between the lead and battery, not at the previous ipg site. Surgical intervention was undertaken on (B)(6) 2019 wherein the surgery site was revised to address the discomfort. The scar tissue was removed and the extensions were sutured in.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.